Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.